Manufacturer narrative:
Investigation completed on 21dec2017. The device in question was not released for review or was the lot number provided. 100% of this product is inspected per inspection requirements. Should the product be returned, a failure analysis and/or root cause will be performed at that time.

Manufacturer narrative:
A swivel was received for evaluation with the threads broken off. Device history record review could not be performed since the swivel does not contain a serial number or lot number. The reported event was confirmed. The device was sent for out for material testing, stress engineering and fractography testing. The testing concluded two possible root causes for the device breakage: user applied torque to knob in excess of material strength of screw thread or a combination of user torque and clamp support load exceeding the screw thread strength.

Event description:
On (B)(6) 2017, a staff error incident occurred before a patient was stabilized. The patient was prepped for surgery. Prior to the surgery, the base unit and adaptor were hanging off the or table. When the staff rotated the bed, the attachment caught the bottom of the bed and snapped before the staff member noticed it was caught. The bottom screw on the swivel assembly snapped. The device was not in contact with the patient, since incident occurred prior to use. No patient injury or death alleged. No revision/medical intervention required. No delay in surgery was reported.